Event description:
It was reported that, during an unknown procedure, the handpiece was broken. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch #: v94t5u. Additional information was requested and the following was obtained: did the connector of the hand piece break? The connector of the hand piece broke. The devices and the handpieces will be returned, please check the physical product. Is handpiece housing broken and visibly open? We will update when we had new information. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned disassembled. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive. In addition, the internal cable was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.